Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. It is important to note that the customer does not want to return the soclean device despite being offered an RMA. The customer was not handwashing properly per our IFU.

Event description:
Customer reports breakout on face where mask comes in contact with the skin. A dermatologist seen. Received prescription strength cream.